Event description:
On (B)(6)2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump recorded extra bolus records. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up # 1 date of submission 8/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/12/2016 with the following findings: a review of the pump history showed that the last basal insulin delivery was on (B)(6) 2016. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected programmed values. The bolus values recorded on (B)(6) 2016 were as follows: 1.75 units at 8:55pm, 2.85 units at 4:39pm, 2.55 units at 4:35pm, 2.70 units at 4:22pm, 2.30 units at 12:32pm, 1.00 unit at 10:41am, 4.00 units at 09:55am, 3.10 units at 7:39am and 1.50 units at 4:26am. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Additional testing could not be completed due to unrelated failures. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.